Event description:
Their spouse uses the syringes. They stated that the plunger pops out of syringe once you put the insulin in it. It comes out so fast that you lose some of the insulin in the vial. Complaint called firm and spoke with rep. Firm wanted them to send in a few syringes for testing and they mailed some in 03. Firm replaced with coupons.